Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a device implant. During the procedure, and during the post-operation check-up, the physician noted crosstalk and far p-wave oversensing. Programming changes were made and a possible lead revision was recommended.